Event description:
It was reported that this right ventricular (rv) lead exhibited noise. (B)(6) technical services (ts) reviewed available device data and recommended in-clinic lead integrity testing. No adverse patient effects were reported. This product remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).